Event description:
It was reported that during laparoscopic cholecystectomy procedure, the handles were making a usual noise when attempting to fire. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Customer fired through lockout additional information.